Event description:
Received a copy of the customer's maude database report from FDA which states, "a propofol infusion was primed to the alaris pc unit model # 8015 and alaris carefusion unit model # 8100, in which tubing connected to the patients IV. During this time patient received an unintentional dose of propofol and became unresponsive, in which providers attempted to verbally arouse the patient. On a quick assessment patient. Was noted to be unresponsive, apneic, with a strong radial pulse. Pupils were equal. Prompt bag mask ventilation with an ambu bag connected to wall oxygen was initiated, adequate chest rises and end tidal co2 was appreciated. A partially empty propofol bottle was noted to be hanging on the IV pole. At that time, it was realized that the patient had unintendedly received a dose of propofol. Respirations were supported until the effect of propofol wore off. On return of adequate spontaneous ventilation patient was transitioned to a face mask. Once the patient awakened, a neurological assessment was performed. On examination, the patient was ao x4 and with no gross focal neurological deficits. No medications were administered as part of this resuscitation. Patient remained hemodynamically stable and with no drop in oxygen saturation throughout the resuscitation. Following the incident, both the involved resident and the cardiology fellow observed that the pump was not on and were certain that the alaris pump light appeared to be 'yellow/orange' indicating an off position and was not green which would have indicated the on position. Due to confirmation the pump was not in the 'on position', concerns regarding the carefusion's pump latch failure was discussed. There have been similar reports of unintentional medication delivery with "latched door" of paused alaris pumps. Reference report: mw5156693."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.